Manufacturer narrative:
The device subject of the reported event is being returned for evaluation. Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure their padlock clip pro-select would not deploy during a procedure, however it deployed unexpectedly after being removed from the patient. The procedure was completed successfully using a different device. No report of injury.